Event description:
A report was received that the lead was sutured over the patient's left shoulder and was causing discomfort at the suture site. The physician repositioned the lead subcutaneously. The patient was reportedly receiving adequate stimulation.